Event description:
It was reported that a lead integrity alert (lia) was triggered due to six hundred thirty-nine high-rate non-sustained (hrns) episodes, sensing integrity counter (sic) with five hundred and twenty short v-v intervals and impedance variation in addition to undefined high pacing impedances. It was further reported that there was oversensing and a fracture was suspected in the low voltage portion and reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.